Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to diabetic keto-acidosis. The blood glucose at the time of the incident was 192 mg/dl. The customer was assisted with troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2019.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2019.